Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Explant date is unknown. Concomitant medical products - alloclassic sl stem pn: 2843 ln: 2865422. Reported event was unable to be confirmed. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. There are warnings in the package insert that this type of event can occur and associated risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant products: e1 ringloc bipolar 28x44mm/ pn 110010461/ ln 602950. (B)(6). Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that patient underwent a revision due to dislocation.